Event description:
During an in-clinic follow up, episodes of failure to capture, low pacing impedance and r-wave amp variation were noted on the right ventricular (rv) lead due to dislodgement. It was suspected that states the cause of the dislodgement was due to a loose suture sleeve. During intervention, the helix failed to retract. The lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue, loss of capture, r-wave amp variation and low pacing impedance. As received, a complete lead was returned in one piece with the helix found extended and clogged with dried blood/tissue. X-ray inspection found overtorque of the inner coil at the connector region consistent with procedural damage. The reported event of helix mechanism issue was confirmed. After cleaning the helix and cutting the lead, the helix could retract and extend by applying torque directly at the inner coil. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with dried blood/tissue and overtorque of the inner coil. The reported events of loss of capture, r-wave amp variation and low pacing impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
During an in-clinic follow up, episodes of a loss of capture, low pacing impedance and r-wave amp variation were noted on the right ventricular (rv) lead due to dislodgement. It was suspected that the cause of the dislodgement was due to a loose set screw. During the lead revision, the helix was unable to retract. The lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.